Manufacturer narrative:
The reported events of failure to sense, capture issue and an impedance issue were not confirmed. Final analysis found that as received, a complete lead was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to sense, capturing problem and impedance problem. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event will continue to be monitored and trended.